Event description:
It is reported that a patient had a fracture surgically repaired in another state on an unknown date. Patient began experiencing pain, surgeon returned patient to o.r. On (B)(6) 2013 and removed one cortex screw. It is not known if any other revision was performed, or will be needed. It is also not known if surgery was successfully completed. This report is for 2.7mm cortex screw, unknown length x 1. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for 2.7mm cortex screw, unknown length x 1. Unknown implant date. Investigation could not be completed and no conclusion could be drawn as not device was returned and no lot number or part number was provided.